Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes visual and functional inspections throughout manufacturing, including verification of tip dimensions. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 1ml ls sp120 experienced difficulty connecting the syringe to the mating component which resulted in leakage. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, bd's syringe (303172) doesn't fit needle properly.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1ml ls sp120 experienced difficulty connecting the syringe to the mating component which resulted in leakage. The following information was provided by the initial reporter: the customer uses this product for covid vaccination. According to the customer's report, bd's syringe (303172) doesn't fit needle properly.